Manufacturer narrative:
The device is not available for investigation. Without the return of the device, probable cause is unable to be determined.

Event description:
It was reported that a tego connector leaked during a dialysis treatment. It was not visible if there was a hole, cut, tears or any defect noted on the connector. There was no harm to the patient reported. No additional information is available at this time.